Manufacturer narrative:
The device was not returned. A re-training was performed at the facility and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pre-cleaning steps for the duodenovideoscope were insufficiently performed. The air/water channel was not flushed, and the auxiliary channel was not flushed. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user facility occurred. Olympus expert staff has already conducted training on proper reprocessing for the user facility. The event can be prevented and/or detected by handlingthe device inaccordance with the following section of the instructions for use: - tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.